Manufacturer narrative:
The customer did not provide the lot number of the strips, thus, investigation with retention samples was not possible. The returned analyzer was investigated, all results met specification. No malfunction was observed. None of the patients was harmed due to the discrepancies.

Event description:
The customer experienced questionable troponin t quantitative (troponin t) results during three separate incidents. The incidents occurred (B)(6) 2010. Each occurrence involved one patient sample. Information regarding the first incident on (B)(6) 2010: patient 1, initial troponin t result was positive (2.0 ug/l) and was reported to the physician. The physician asked that the troponin t result be repeated. The patient's electrocardiogram showed minimal change and the troponin t result was repeated. The repeat troponin t result was not available, however, the reporter believes the repeat result was negative because the patient was discharged and not moved to the coronary care unit. The patient was also tested for troponin I on (B)(6) 2010, using a sample drawn (B)(6) 2010. The troponin I result was generated using a vitros eciq analyzer and was negative (0.01 ug/l). The patient was not harmed and was discharged from the hospital. Information regarding the second incident on (B)(6) 2010: patient 2, male, born (B)(6), age (B)(6), initial troponin t result was positive (1.5 ug/l). The result was reported to the physician. The patient was moved to the coronary care unit where the troponin t was repeated and was negative. The patient was also tested for troponin I on (B)(6) 2010, using a sample drawn (B)(6) 2010. The troponin I result was generated using a vitros eciq analyzer and was negative (<0.01 ug/l). The patient was not harmed and was discharged from the hospital. Information regarding the second incident on (B)(6) 2010: patient 3, male, born (B)(6), age (B)(6), initial troponin t result was positive (1.0 ug/l). Due to the previous event on (B)(6) 2010, the staff was instructed to repeat all positive troponin t results. The repeat troponin t result was negative. The patient was also tested for troponin I on (B)(6) 2010, using a sample drawn (B)(6) 2010. The troponin I result was generated using a vitros eciq analyzer and was negative (<0.02 ug/l). Both the initial and repeat troponin t results were reported to the physician. The physician acted on the second (negative) result. The patient was not harmed and was discharged from the hospital. The troponin t test strips lot numbers are unknown for all three incidents.

Manufacturer narrative:
Patient medications for patient 2 and patient 3: patient 2-metformin, simvastatin, glipizide, folic acid, amlodipine, ramipril, atenolol and furosemide. No therapy dates or start dates were provided. Patient 3-aspirin, bisoprolol, omeprazole, bicalutamide, trandolapril, simvastatin, nicorandil, ferrous sulphate, paracetamol, inhalers, zoladex implant (3 monthly) and diclofenac. No therapy dates or start dates were provided. This event occurred in (B)(6).